Manufacturer narrative:
Device 3 of 4. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off during use between (B)(6) 2024. All the infusion set were in use for 36 hours or less. The blood glucose level at the time of all the events was high (specific value unknown) and patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin deliveries successfully for all events. No further information available.